Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, screen was stuck at data sync screen and affecting workflow.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was stuck at data synchronization screen and affecting workflow. The technical support specialist (tss) dialed into the system and attempted to perform a full synchronization but failed. Tss stated that this occurred only when multiple medications were pended to the same pocket simultaneously. Tss tried to connect with the user to request un-pending one of the medications, but no response received from the customer and proceeded to close the case.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, screen was stuck at data sync screen and affecting workflow. There were no adverse events or injuries reported based on this event.